Manufacturer narrative:
(B)(4).

Event description:
It was reported that "at the 39th annual meeting of the japanese society of urological endoscopy and robotics, a case report was presented: a case of a ligation clip migrating into the bladder during laparoscopic total nephroureterectomy. A 77-year-old man with performance status grade 3 due to cervical spondylotic myelopathy. Contrast-enhanced CT scan was performed to investigate the cause of macroscopic hematuria, revealing a diagnosis of left renal pelvic carcinoma (ct2n0m0). Laparoscopic nephroureterectomy was performed. A hem-o-lok clip was used for ureteral ligation to shorten the surgical time. Approximately 9 months after surgery, cystoscopy revealed a clip migrating to the lateral side of the left ureteral orifice. Approximately half of the clip protruded into the bladder near the left ureteral orifice. As there were no subjective symptoms, the patient was observed. The clip had become completely dislodged in the bladder, and it was determined that it could be removed via the urethra. The clip was easily removed transurethrally using a needle-type electrode."

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the product involved in the complaint could not be performed because the device was not returned. As a result, direct evaluation of the alleged defect was not possible. To assess whether the reported failure mode could be reproduced under the current manufacturing process, a verification activity was conducted using current production samples. Twenty (20) units of p/n 544230 (hem-o-lok ml clips, 6/cartridge, 84/box, lot #73k2501120) were selected and functionally inspected. The reported issue of "clip migrates after post-operative healing" was not observed during testing. A device history record (DHR) review specific to the complaint device could not be conducted because the lot number for the allegedly affected product was not provided. Based on the available information, the customer complaint could not be confirmed. Root cause determination and corrective actions cannot be established without examination of the complaint device. If the alleged product sample becomes available at a later date, this investigation will be updated accordingly.

Event description:
It was reported that "at the 39th annual meeting of the japanese society of urological endoscopy and robotics, a case report was presented: a case of a ligation clip migrating into the bladder during laparoscopic total nephroureterectomy. A 77-year-old man with performance status grade 3 due to cervical spondylotic myelopathy. Contrast-enhanced CT scan was performed to investigate the cause of macroscopic hematuria, revealing a diagnosis of left renal pelvic carcinoma (ct2n0m0). Laparoscopic nephroureterectomy was performed. A hem-o-lok clip was used for ureteral ligation to shorten the surgical time. Approximately 9 months after surgery, cystoscopy revealed a clip migrating to the lateral side of the left ureteral orifice. Approximately half of the clip protruded into the bladder near the left ureteral orifice. As there were no subjective symptoms, the patient was observed. The clip had become completely dislodged in the bladder, and it was determined that it could be removed via the urethra. The clip was easily removed transurethrally using a needle-type electrode."